Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6). Block h6: device code a0401 captures the reportable event of basket wire break. Block h2: block a1 and block b5 has been updated based on additional information that was received on 15jan2025. Block h11: the returned trapezoid rx was analyzed, and a visual inspection found the basket wires are not broken. One of the basket wires is detached from the tip. Also, the side car rx is push back more than 0.5 mm and the device has remnants of use. The reported event of basket wire break was not confirmed. Based on all available information, the problem basket wire break is addressed as no problem detected, because one of the basket wires get detached from the tip; but it wasn't broken. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied), could have resulted in the damages encountered in the device. As a result, one of the basket wires detached from the tip. Therefore, the most probable root cause is "adverse event related to procedure" because the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during a choledocholithotomy procedure in the common bile duct performed on (B)(6) 2024. During the procedure, when the basket entered the bile duct, the front steel wire fractured. The procedure was completed with another trapezoid rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received as of january 15, 2025: an alliance handle was used with the trapezoid rx. The basket wire broke during the attempt to crush a 1.2 cm stone. The broken basket wire is still attached to the basket.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during a choledocholithotomy procedure in the common bile duct performed on (B)(6) 2024. During the procedure, when the basket entered the bile duct, the front steel wire fractured. The procedure was completed with another trapezoid rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received as of january 15, 2025: an alliance handle was used with the trapezoid rx. The basket wire broke during the attempt to crush a 1.2 cm stone. The broken basket wire is still attached to the basket.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6). Block h6: device code a0401 captures the reportable event of basket wire break. Block h2: block a1 and block b5 has been updated based on additional information that was received on 15jan2025.

Manufacturer narrative:
Initial reporter facility name is (B)(6) hospital block h6:.device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during a choledocholithotomy procedure in the common bile duct performed on (B)(6) 2024. During the procedure, when the basket entered the bile duct, the front steel wire fractured. The procedure was completed with another trapezoid rx.. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.